Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in a moderately tortuous and moderately calcified distal of the right coronary artery. After placement of a non-boston scientific stent, post-dilatation was performed with a 5.50mm x 12mm nc emerge balloon catheter. However, upon negotiating outside the y-connector, it was noticed that the shaft was fractured. Consequently, the device was removed easily without any difficulty. The procedure was completed with a non-bsc device. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available. Based on the available information a clear conclusion for the reported event cannot be established, nor can the allegation be confirmed.

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in a moderately tortuous and moderately calcified distal of the right coronary artery. After placement of a non-boston scientific stent, post-dilatation was performed with a 5.50 mm x 12 mm nc emerge balloon catheter. However, upon negotiating outside the y-connector, it was noticed that the shaft was fractured. Consequently, the device was removed easily without any difficulty. The procedure was completed with a non-bsc device. There were no patient complications reported.